Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The subject is enrolled in the post market (B)(6) study and this per was identified upon a monitoring visit at the site. Revision left total knee arthroplasty with polyethylene exchange open irrigation and debridement.

Manufacturer narrative:
An event regarding infection involving an unknown knee implant was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "this entire clinical picture is the result of persistent and recurrent periprosthetic infection in this diabetic patient. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Conclusions: the investigation concluded that patient was revised due to infection. The provided medical records were reviewed by a consulting clinician who indicated "this entire clinical picture is the result of persistent and recurrent periprosthetic infection in this diabetic patient. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The subject is enrolled in the post market triathlon cones study and this per was identified upon a monitoring visit at the site. Revision left total knee arthroplasty with polyethylene exchange open irrigation and debridement.